Manufacturer narrative:
The insulin pump error alarmed motor error during rewind due to motor encoder signal out of phase. The pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose level is unknown. The customer stated that he woke up with an alarming motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to perform a manual prime and displacement test. The customer stated that the motor alarm did not recur. The customer was advised to monitor the pump and call back if the alarm occurs.